Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 453 mg dl. The cause of the high might be bent cannula and drinking coffee. The customer declined trouble shoot for the high blood glucose. The customer did not mention any form of treatment for their blood glucose level. Customer is not returning the insulin pump for analysis. The customer did mention that they were feeling nausea. They also had blurry eyes. The customer did not contact a healthcare provider for their high blood glucose.